Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 5.7, lab: 4.9. These results were taken 1 hour apart. Pt has cancer. Pt was not hospitalized and is not on heparin or lovenox. Pt is not on dialysis and is not anemic. Pt does not have hypo/hyperthyroidism and is not on any antibiotics. No change in diet or exercise. Finer is not being milked. Only one drop of blood and the first drop of blood is being used.

Manufacturer narrative:
Investigation pending.